Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while she was going to the bathroom, her infusion set came loose and unlocked at the quick release. The site location was patient's left abdomen and the pump was on the right side. The infusions were not stored or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.